Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery/out of box, the oxygenator was not packaged correctly. The oxygenator was placed in the cardboard box without inserts or inner packaging to secure it. There was no patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will submit a f/u report when more info becomes available. For this reason, terumo references eval codes.